Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Insulation damage was found at 27.0 cm from connector pin consistent with clavicle crush damage. The etfe insulation of the sensing and rv conductors were damaged. The inner coil lining was damaged a nd the pacing coil was exposed. This damage could contribute to the reported noise.

Event description:
It was reported that increased capture threshold, noise and decreased pacing lead impedance were observed. Patient received several inappropriate shocks. Connection issue suspected. Lead to be revised.